Manufacturer narrative:
A field service engineer (fse) was dispatched who assisted to replace the sample nozzle and ran tests. All results were successful with no errors. No further action required by field service. The probable cause of the event was the sample nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015, a customer reported that diluent is not flowing error with aia-600ii analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for bhcg and e2 patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.